Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be detached and returned with the device. The cap was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. Severe charring of the metal cap and devitrification of the glass cap at the output window were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The detached cap could also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 168,855 joules while using the surgical fiber during a prostate procedure, sporadic pulsing while in vaporization mode was observed; the tip of the fiber was observed to be damaged and detached. The procedure was completed using a second fiber. There was no pt injury reported.